Event description:
It was reported that during a left foot/lps plate and screw procedure, the head of the 3rd screw snapped or twisted off upon insertion through the plate. The head of the screw was retrieved. The body of the screw was left implanted, fully seated in the hole; it was advanced in because it was at the point of no return. The surgeon inserted the rest of screws with no further issues and the case was completed successfully. Pt bone quality was reported as average. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device has been received and eval is in progress. The lot number was requested but not provided. Device history record review could not be conducted without the lot number. Based on the info provided, the most likely cause of this type of event is improper bone preparation, over-torquing or leveraging the implant during insertion. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant is obtained from the eval, a follow-up report will be submitted.